Event description:
It was reported that the procedure was to treat a chronic total occlusion of the proximal left anterior descending artery. The 1.20x6 mm tenku balloon ruptured on the first inflation at 10 atmospheres. There was no resistance during advancement of the balloon catheter to the lesion. An unknown balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Without the return to examine and little information provided, the definitive cause for the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.